Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip, minor scratched display window, and cracked battery tube threads. The insulin pump was missing the end cap sticker and the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was damaged at the reservoir compartment. The customer's blood glucose level at the time of incident was 97.2mg/dl. It was reported that the reservoir was lip was broken. It was reported that the pump would be replaced and returned for analysis.